Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), telemetry was lost between this device and the programmer. It was noted that the device appropriately detected the induced arrhythmia. Shock therapy was delivered and successfully converted the arrhythmia. The procedure was completed. It was noted that the root cause of the telemetry issue was not determined. The programmer wand was replaced and the company representative noted that the programmer will no longer be used for s-ICD implants. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.